Event description:
Student nurse started an IV in the pregnant pt's left forearm. Good blood return noted. Rn advanced the catheter for the student. IV infusing, but fluid noted beneath the skin. In attempting to remove the catheter, 1/2 of catheter noted. Physician had to make an incision to remove the remaining portion of the catheter. Initial verbal report from nursing supervisory personnel indicated catheter removed intact as it was not completely severed. Upon review of the nurses' notes and conversation with staff, catheter had sheared and intervention was required as noted above.